Event description:
It was reported that during a surgical procedure at the user facility, the doctor raised his arms and the toga tore by the elastic area in the waist. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. Device will not be returned for analysis.